Event description:
I use a tandem insulin pump with dexcom g7 sensors. Approximately three weeks ago I got my 3-month supply (9 sensors). All of the sensors were from the same lot number. The first sensor failed in that it would not "pair" with my pump after following all steps normally taken to start a new sensor. I contacted dexcom about a replacement sensor and also tried a second sensor so I would not be without needed cgm (continuous glucose monitoring) readings being sent to my insulin pump. This sensor also failed to connect like the first one. I contacted dexcom once again about the faulty sensor. They had me talk to tandem about the issue, and tandem had no idea why we needed to contact them. We checked error logs and tandem said the issue was definitely a sensor issue. I contacted dexcom once again and told them of the issue, so they had me insert a third sensor while they were on the phone, this one also failed as the others did. I asked them about replacements for the entire lot of sensors and they said they would not do that, that each sensor would have to fail and I would have to use it to test it. So I removed the third sensor, inserted a fourth. Finally this one connected to my pump and worked as it should. Dexcom did replace the three faulty sensors but refused to accept the others in the lot. I was on my, own to test them and hope they worked. The sensor worked as it should for 10 days. The next sensor (started 10 days ago) also worked as it should. Tonight I inserted the seventh sensor from the box of nine, and it failed as the first three had. I contacted dexcom again, and was told that they would not replace the unopened sensors but would replace the one that was not working. I asked about getting the others replaced and again was told no I had to test them and then contact dexcom back. The call lasted 24groupminutes with wait times. So I inserted another sensor this evening (number 8 of 9 from the box) and it too fails to connect to my pump, giving the same errors as the other 4 that have failed. I have had 5 out of 7 sensors fail. This is not acceptable for this type of device. They should have replaced the entire lot of sensors after the first issue I had. I now need to go test the last of the 9 faulty lot sensors. Which also means another hole and adhesive spot on my arms. I asked if these errors are reported to you (FDA) and they said yes, but you also need to know about the refusal to fix a problem with a box of sensors from the same lot that should have been replaced without having to be the guinea pig to test their bad devices. Reference reports: mw5160536,mw5160537,mw5160539, mw5160540.